Manufacturer narrative:
Correction: fdc code. Code no longer applies. Fdc applies to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient noticed a couple months ago that her device wasn't working ¿like it normally does." The patient stated she was unable to feel stimulation even when turning it up a lot higher than usual. The rep saw the patient in the hcp office on (B)(6) 2018 and checked impedances. Electrodes 1,4,7 were all out of range (oor). The rep attempted to reprogram with the remaining electrodes and was unable to get adequate stimulation where the patient needed it. The physician discussed a lead revision with the patient and it will be scheduled in the near future. The patient denies any accidents, trauma, falling to any part of the system. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead determined that the stim lead body conductor was broken at the anchor site. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the lead was removed and a new lead added in its place. The old lead is being returned to the manufacturer. No further complications were reported.